Event description:
Patient reported rupture. Healthcare professional later reported "left side device rupture with discharge diagnosed by MRI". Device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Healthcare professional later reported "device rupture with discharge diagnosed by MRI". Device has been explanted.

Event description:
Patient reported rupture. Healthcare professional later reported "left side device rupture with discharge diagnosed by MRI". Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device has been explanted. This record relates to the left side.